Event description:
It was reported that the patient suffered a work related injury. The patient started having excruciating pain in his lower back; the pain did not radiate down his legs on either side. The patient was seen in the emergency room. The ER concluded it was low back muscle strain and treated him with medication. Patient stated cold compresses helped. The patient was seen for second evaluation complaining of persisting low back pain. The patient continued to complain of low back pain; the pain started radiating down his legs (right greater than left). The patient tried 4 months of conservative care (physical therapy, shots, medication) without significant success. The patient underwent a discography (date unknown). The patient was seen on (B)(6) 2010 to discuss discogram results. The discogram showed spinal stenosis secondary to large disc herniation at l4/5 and discogenic back pain with annular tears at l4/5 and l5/s1. The patient underwent anterior transforaminal lumbar interbody fusion (tlif) at l4/5 and l5/s1 using posterior instrumentation, interbody cages (14x26mm) with rhbmp-2/acs, and autograft. The l4/5 right traversing nerve root was extremely large, roughly three times larger than the normal nerve root, and it had the appearance of a conjoined nerve root of l4 and l5. Neural monitoring was used. The nerve root tested between 5 and 10 milliamps. There were no signs of conjoined nerve root at left l4/5. The patient was transported to recovery in good condition. The patient was doing well until his work hours increased from four to six hours. At that point, the patient began to worsen significantly with back pain and bilateral leg symptoms. MRI taken 119 days post-op showed stenosis at the adjacent level, worsening disc desiccation, degenerative disc disease (ddd) and bulging disc at l3/4. The MRI also showed seroma formation. CT scan showed old arthrodesis from l4 to s1. At 257 days post-op, the patient underwent l3/4 tlif surgery from the left with l3 laminectomy and l3/4 facetectomy using posterior instrumentation, peek cage (14mm), rhbmp-2/cas and local autograft. Solid fusion was confirmed at l4/5. The posterior instrumentation from l4 to s1 was removed and replaced. X-rays showed excellent placement of interbody cages and instrumentation. A small piece of fascia was removed from the dorsal lumbar fascia and placed over a thinned area of dura where scar tissue had been removed and caused some mild thinning of the dura. The patient was transferred to recovery in good condition.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.